Event description:
It was reported that the femoral impactor broke into two pieces, surgery time not extended.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the part of the instrument broke was the top part of the impactor and it was broken into 2 pieces.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: "the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.